Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.0.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G6.

Event description:
It was reported that the patient¿s blood glucose levels rose to 392 mg/dl while wearing the pod for 4 to 24 hours. When removed from the infusion site (arm), the pod¿s cannula was found to be bent. The pink slide was initially reported as pink, but after removal, it was no longer pink. As treatment, the patient changed the pod.